Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A response was received from the customer; therefore, section b3 has been updated to reflect the information received. Sections d8, d9, g3, h2, h3, h4, h6, and h11 have been updated to reflect the results of the legal manufcaturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on the cable and loss of watertightness a root cause could not be identified. Based on the results of the investigation, it is likely that the image was deformed with vertical lines (smear) when moving the cable. The cause of the cut on the cable could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head loses the image and shows vertical, colored stripes. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.